Event description:
It was reported that this right ventricular lead exhibited fluctuating shock impedance measurements, which have been able to reach out of range measurements. Technical services clarified that this behavior can be attributed to patient condition or changes in medication. No changes were performed. This lead remains in service. No further adverse patient effects were reported.